Manufacturer narrative:
An impl twist mp-1 3.75 mm 8 mm (1988) was returned for investigation. Visual inspection of the as returned product identified some signs of tooling damage, both on the implant's exterior and along the external hex of both the implant and mount once they were separated. Functional testing was performed for the returned product and found that the implant could not be separated from the mount using a driver alone. Pliers were necessary, gripping both the implant and driver, to separate the two. While it was ultimately possible to separate the implant from mount, it is determined that the complaint is confirmed due to the high difficulty in separating the implant from mount. DHR review was completed for the subject lot number (2018070601). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018070601) for similar events and one other relevant complaint was identified. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or device (1988). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, it can be associated to torque exceeds recommended value during placement/seating. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k943604. Device was not returned.

Event description:
It was reported that an implant (1988) could not be removed from the mount. Another implant was placed. Tooth location 3.